Manufacturer narrative:
On september 2, 2024, it was found that the 220cc gel devices received on august 20, 2024 belong to this patient. Brand, and catalog name have been updated to "unknown gel implants smooth" and "unk_gel implants smooth" respectively per devices received. On september 11, 2024, device evaluation was completed as follows: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the gel implants smooth 220cc breast implant had a tear on the anterior view, measuring approximately 1.2 cm. Because of the now settled u.s. Class action that applied, in part, to implants manufactured in texas, USA that were implanted on or before (B)(6)1993, to avoid any potential allegation of spoliation of evidence, mentor is prohibited from conducting a further physical evaluation of this covered device. Mentor performs 100% inspection of all devices prior to release, product evaluation concluded that the tear occurred sometime subsequent to the removal of the device from its protective packaging. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation but is more likely to occur the longer the implant is implanted. The following may cause implant to rupture: stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent revision breast augmentation with 215cc mentor memorygel breast implant on both sides and experienced bilateral breast implant ruptures, and bilateral capsular contracture; baker grade iii/IV postoperatively. As a result, the patient underwent bilateral replacement surgery with catalog number 3507215mc; serial number (B)(6) on the left side, and with catalog number 3507215mc; serial number (B)(6) on the right side on (B)(6) 2024. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: left rupture, and capsular contracture; baker grade iii/IV. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per information received on august 20, 2024, following information has been updated on this form: - field d1 for brand name has been updated to "unknown gel implants". - field d4 for catalog number has been updated to "unk_gel implants". - field d4 for unique identifier(UDI) has been updated to "blank". - field g4 for PMA/ 510(k) has been updated to "blank". Since no lot number was provided, no manufacturing record evaluation could be performed. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. D4: UDI: as the lot number, and serial numbers for the device involved in the event were not provided, the full UDI is currently not available. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).